Event description:
It was reported that the attachment overheated at the start of a maxillofacial surgery. The procedure was completed successfully with another drill system, and there was no injury to the pt or operating room staff.

Manufacturer narrative:
The handpiece has not been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.